Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information available, the reported device causing damage to another device was due to user technique/procedural conditions as this clip interacted with the already implanted first clip dislodging it from one leaflet. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report damaged by another device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 91126u122 ) was advanced to the mitral valve, and the clip was deployed. A second cds (00316u281) was advanced to the mitral valve to further reduce mr; however, the clip interacted with the first clip. The first clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). The second cds was removed with the clip attached, and the procedure was aborted. One clip was implanted, and mr was 4+. The patient remained hospitalized to undergo surgery for a mitral valve replacement. The surgery was successful and the patient is stable. No additional information was provided.